Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, in an ICU with cardiac and oncologic patients, when connecting this dpt with vamp and doing the zero manually without problem, the cvp values fluctuated and were not correct. Unknown if there was an error message displayed. Sales rep was called by phone and he recommended to flush the line and re-zero the product; however, the zero option was not available and question marks were displayed on the bedside monitor. Patient was not treated while the device failed. Replacing the device for another one solved the issue. Patient demographics unable to be obtained. The device is available for evaluation.

Manufacturer narrative:
The disposable pressure transducer (dpt) was sent to our product evaluation laboratory for a full evaluation. As received, customer report of pressure measurement issue and zeroing issue was unable to be confirmed. Returned kit was primed and flushed without any indication of flow restriction or occlusion. Flush device functioned properly during priming and flushing. Dpt zeroed and sensed pressure accurately on pressure monitor. Electrical testing showed that both input impedance and output impedance were within specifications. Zero-offset also met specification. During pressure measurement, a leakage was detected at the reservoir to pressure line bond joint during leak test. Leakage was found occurring across bond area. Outer diameter of pressure tubing was measured and was within specification. Further investigation was performed by the engineers in the manufacturing site, and it could be determined that the root cause was likely due to manufacturing. The personnel acknowledgment related to the complaint was provided to the manufacturing personnel.

Manufacturer narrative:
Correction: b2 (outcomes attributed to adverse event (check all that apply)) this section doesn't apply. D7.a (is this a single-use device that was reprocessed and reused on a patient?), h3 (device evaluated by manufacturer), h5 (labeled for single use ?), h8 (usage of device).